Event description:
It was reported that spinal medication leaked from the discarditii 5ml with 23*1 during use on a patient. This occurred on 100 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "while they were giving spinal medicine with discardit 5ml. Medication leakage is happened."

Manufacturer narrative:
H.6. Investigation: since no samples (including photos) were returned for the reported issue of ¿while they were giving spinal medicine with discardit 5ml. Medication leakage happened.¿ with lot number 9211424 regarding item # 300852 the complaint could not be confirmed, and the root cause is undetermined. DHR reviewed found no non-conformities. The team investigated the retention samples of material number 300852 for batch number 9211424 and did not find leakage in any of the 10 tested retention samples. H3 other text : see h.10.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that spinal medication leaked from the discarditii 5ml with 231 during use on a patient. This occurred on 100 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "while they were giving spinal medicine with discardit 5ml. Medication leakage is happened."